Manufacturer narrative:
It was reported that the patient was treated with topical antibiotics (date and duration not reported). This report is submitted on may 28, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced an infection and subsequently there are plans to remove the abutment, however, this has not occurred as of the date of this report.